Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. No pt involvement. The customer reported to have disconnected the breath delivery to graphical user interface cable and reinstalled it back in. The unit passed extended self-testing and no parts were replaced.